Event description:
When attempting to place an endo clip at an area of stigmata of a recent bleed inside the diverticulum, the clip broke and fell into the duodenum where it was retrieved with the endoscope by the gi physician. A second clip was obtained and successfully placed.